Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the incorrect implantable cardiac monitor (icm) serial number was entered during enrollment causing transmissions from another patient to be processed at the clinic. The confirm patient and device pop-up showed a clear difference in the patient name. This clerical error was corrected with no actions or treatments given to the patient. The icm remains in use. No patient complications have been reported as a result of this event.